Manufacturer narrative:
Product problem was discovered while implementing mitigation tools for same known issue. Spring displacement was remediated by introduction of cpc connector covers and those were being placed on the existing patient at the time of discovery. The problem, therefore, has already been mitigated as the zip ties are no longer in use on this component. No adverse impact to the patient was reported and the cpc connector replacement and installation of the cpc cover was successfully completed onsite at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient's female cpc connector found with displaced spring due to the zip tie placed on connector. This issue was found during implementation of new cpc connector covers, a mitigation to resolve displaced springs and obsolescing the use of zip ties. The patient had to be put back on the companion 2 driver during replacement. The component was successfully replaced. No impact to patient reported.